Event description:
The customer stated that the screws of the flange between the base column and the moveable c-arm are out of position. The c-arm is a little bit bent.

Manufacturer narrative:
When investigation is completed a follow up report will be sent to the FDA. (B)(4).